Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image, a scope communication error (b30), and an incompatible scope error (e315). The issue was found during the inspection for use. There were no reports of patient involvement.